Event description:
The clinician reports the implant was inserted (B)(6) 2021 in ada 4. Details of surgery: immediate extraction site. On (B)(6) 2023, fracture of the implant was verified. Patient presented with bone type IV. The device was forwarded to the manufacturer. At the event the patient experienced: pain, swelling and inflammation. No further patient complications were reported.